Event description:
It was reported that during a vena cava filter deployment, the filter did not fully expand. The filter was retrieved without incident and another filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.